Event description:
Boston scientific received information that this pacemaker exhibited faster than expected battery depletion. It was reported that the device went from a battery status of 4.5 years remaining nine months ago, to a battery status of 3.5 years remaining six months ago, to currently showing a battery status of 3 years remaining. Boston scientific technical services (ts) discussed possible causes and discussed the option of submitting a copy of device memory for analysis. No adverse patient effects were reported.

Event description:
Additional information was received from the field representative who further confirmed that the patient had elevated thresholds. The device was explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the device is still actively implanted.